Manufacturer narrative:
(B)(4)

Event description:
It was reported that: "incident occurred on (B)(6) 2025 with a female patient. During an epidural procedure on a somewhat difficult back, the anesthesiologist noticed - when removing the needle - that the needle was bent. There was no contact with bone, just resistant ligaments. There was no consequence for the patient."

Manufacturer narrative:
(B)(4). The reported complaint of the needle was bent was confirmed based on the investigation of the sample received. The customer returned one epidural needle for investigation. Visual examination of the returned sample revealed the needle appeared to be bent. One toward the centre of the cannula and the other at the top near where it connects to the needle's hub. A quality investigation was previously initiated under teleflex quality system to evaluate this issue. The manufacturing site concluded, the damage to the needle could not be manufacturing/supplier related based on the damage occurring during use and after the stylet was removed. It is unknown how the needle was handled prior to and during use and the pressure used for insertion and removal. A device history record review was performed on the epidural needle with no relevant findings. Therefore, based on the information provided, the condition of the sample received, and manufacturing site's conclusion, the potential cause of this complaint could not be determined.

Event description:
It was reported that: "incident occurred on (B)(6) 2025 with a female patient. During an epidural procedure on a somewhat difficult back, the anesthesiologist noticed - when removing the needle - that the needle was bent. There was no contact with bone, just resistant ligaments. There was no consequence for the patient."